Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt bumped his ins and now it was swollen, tender and red in that area. The pt was reportedly trying to get into a car and hit the car door. The pt had to increase stimulation more than usual. Additional information has been requested, but was not available as of the date of this report.